Event description:
Revision surgery - due to patient developing arthritis, the surgeon changed to total hip.

Manufacturer narrative:
The reason for this revision surgery was to change to a total hip after 6.5 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot number. This event is deemed to be non-product related and the result/root cause of the patient's arthritis. A review of the product complaint report history showed this is the first complaint against a part form this lot number.

Manufacturer narrative:
Entered date received by manufacturer on 1644408-2014-00814_fu1 incorrectly as 07/27/2015; should be 05/27/2015.